Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: 29th may 2024. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: the opo73 phaco pack involved in the complaint event was not returned, but the reported foreign material was received in a plastic bag. A visual inspection of the returned foreign material revealed a circular material within a bag with tape. The sample was identified as a silicone species. Per the attached material analysis report "a photograph which accompanied the sample clearly identified the location and material of interest. Visual examination revealed a translucent round piece of material on a clear substrate. The foreign material was removed with needle-point tweezers for analysis. For this reported event, lot number was not reported and could not be obtained. Therefore, manufacturing record review cannot be performed. As the opo73 phaco pack was not returned for evaluation, and no photo or video of the foreign material being introduced from the opo73 pack were provided, it could not be confirmed that the foreign material returned for evaluation came from the opo73 phaco pack. Therefore, product malfunction and deficiency could not be confirmed conclusion: based on the complaint investigation results, the lot number was not reported and cannot be obtained. Therefore, manufacturing record review cannot be performed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when using the tubing unit during surgery, it was confirmed that a foreign substance was introduced into the patient's eye. During irrigation and aspiration (ia), the substance was discovered, but its size prevented it from being aspirated as it could not enter the suction port of ia. Therefore it was taken out of the eye by sess. The physician was not sure where the foreign substance came from, but it is highly likely that it came from the opo73 device. The procedure was successfully completed after removing the foreign substance. There was no patient injury and no further details were provided.

Manufacturer narrative:
Section e1 - telephone number: (B)(6). The device was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Section h4 - device manufacture date: unknown as product lot number was not provided. An attempt has been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.